Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: chile. Suture used in pavilion presents alcohol filtration. Envelopes almost contain no liquid; sutures are rejected. When opening the envelopes, stiff sutures are presented.

Manufacturer narrative:
Samples received: samples were not received for the investigation. Preliminary analysis: stock review: checking the stock it was verified that to date we do not have available units of this product code and lot in reference. Quantity produced / imported: of this product code and batch number, (B)(4) units were produced in total. Background: we have reviewed the database of complaints and confirm that there are no addtional reports of incidents, related to this product code, batch number and cause. Batch record / batch record: a review of the documentation corresponding to the manufacturing of the batch was made, the in process control and control of the finished product were verified. No deviations or alterations were identified during the process. Analysis of the sample (s): samples were not received nor the images requested to the client; it could be that the defect reported has been caused by a fault during the manufacturing process, and without available samples it was impossible to identify where the leak occured. This defect had already been identified and corrective actions have been taken and after its implementation no more reports have been submitted for this cause, which shows that the actions comply with the effectiveness. Recommendation: for future complaints, please send the samples, or in the absence please provide the image of the affected units. Conclusions: the complaint was determined as "confirmed", since the batch was manufactured in advance of the corrective actions created for this defect.